Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "subglandular grade iii/IV capsule".

Event description:
Healthcare professional reported "exchange with no complaint against the device" and later reported "flipping." Healthcare professional additionally reported "subglandular grade iii/IV capsule intact". Affected side is right. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1 d4 d9 h3 h4 h6 a review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Laboratory analysis summary the device related to the reported event capsular contracture/flipping was received on jan 10, 2025, with lot number 3119337. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. Flipping : unable to observe since it is not related to the device. As per the investigation procedure deformation crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "exchange with no complaint against the device" and later reported "flipping." Healthcare professional further reported "subglandular grade iii/IV capsule intact". Affected side is right. The device has been explanted and replaced.